Event description:
Add'l info rec'd from MFR 3/10/05: the catalog number of the subject device was not provided in the report received. Synthes has been unable to obtain the catalog number. The lot number of the subject device was not provided. A medwatch report has been filed on this event.

Event description:
Dr performed a posterior c4-5 laminectomy and foraminotomy with exploration. The surgery did not relieve pressure on the nerve. The next day dr performed an anterior c4-5 fusion and discectomy. During surgery, dr removed the existing synthes plate that was installed in 1997 in the c5-6 position. He chose to reinstall it in the c4-5 position. The incision from the 1st surgery was not healing well. Pt was diagnosed with cellulitis and admitted into the hospital for 5 days. After 6 weeks of physical therapy neck began to hurt. Pt went dr for monthly check-up and after reviewing the x-ray taken that day, dr notified pt that the plate had broken in half, severed 4th vertebra and caused c4-5 and c5-6 to collapse. Pt was not aware that dr had reused the 1997 plate until after the 2nd surgery. When dr was asked why he reused a device that was classified by the FDA as a single use device -sud-, dr responded that the hospital did not have the correct size plate in stock and he thought the existing plate was in good condition. Was bed-bound for 4 months and unable to drive. Pt has been on long-term disability at work as is unable to perform duties on a full time basis. Pt is taking medication daily in order to function on a semi-normal manner, however the pain is chronic. Dr has suggested that pt need two additional surgeries. The first surgery is to fix the compression and stabilize the spine. The second surgery is to remove the broken plate. Pt has unsuccessfully tried to find another doctor to take over medical case.